Event description:
On (B)(6) 2025, palette life sciences received a notification from a [(B)(4)] who received it from a [(B)(6)] in saudi arabia. It was reported that "the syringe of the injectable bulking agent deflux broke during a recent procedure, leading to hand injury and bleeding to the surgeon performing the injection. This incident was raised by the [physician] while using it twice before from a different hospital on a different patient." Attempts for additional information have been requested from the complainant have been unsuccessful at the time of this report. Reports associated: 3014909464-2025-00002, 3014909464-2025-00003 and 3014909464-2025-00004.

Manufacturer narrative:
(B)(4). Additional information received on (B)(6), indicated that "the (B)(6)] is the one doctor that has had this issue. It was established that the [(B)(6)] was not trained and was using the incorrect technique, putting too much force on the needle causing it to break. Since his training has been conducted, he has had no further issues." Complaint verification testing could not be performed as no sample was returned for analysis. Visual inspection has been performed of provided pictures in terms of overall appearance. Pictures displays one used syringe with a broken flange. Lot number and number of defective units is in accordance with report. The batch record has been reviewed and no deviations or anomalies were identified that can be linked to the complaint. No quality issues found connected to the raw material (syringe) which can explain the complaint. The most probable root cause could not be determined. No further actions will be taken regarding this complaint. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Palette life sciences will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
On january 19, 2025, palette life sciences received a notification from a [distributor] who received it from a [physician] in saudi arabia. It was reported that "the syringe of the injectable bulking agent deflux broke during a recent procedure, leading to hand injury and bleeding to the surgeon performing the injection. This incident was raised by the [physician] while using it twice before from a different hospital on a different patient." Attempts for additional information have been requested from the complainant have been unsuccessful at the time of this report. Reports associated: 3014909464-2025-00003 and 3014909464-2025-00004.